Manufacturer narrative:
The product is expected to be returned for analysis. Upon return of the product a supplemental report will be submitted with the investigation results.

Event description:
It was reported that the evhrs unit was being used to monitor a patient. The evhrs unit was able to be zeroed. During monitoring, it was noticed by the clinician that the numbers on the display did not change when the unit was moved. There were no error messages that were received. The two ends of the unit were separated and the numbers still did not change. There was no consequence or injury to the patient.

Manufacturer narrative:
The ev1000 heart reference sensor (hrs) was manufactured june 11, 2015 and a review of the device history record supports that there were no non-conformances noted for any reason; all manufacturing inspections passed. An examination of the returned device confirmed the customer¿s complaint. During evaluation, the hrs failed testing, the hrs output would not change. The source of the failure was isolated to a broken ceramic circuit board, the corner had broken off. This type of failure is consistent with an abrupt whipping motion during use. There was no indication or evidence of a manufacturing defect as responsible for the reported issue. Edwards ev1000 ni operators manual directs the user to proper handling and use of the cables. No further actions will be pursued at this time. Edwards will continue to monitor and review all events. If actions are warranted, an appropriate investigation will be performed.